Event description:
The patient was under-going abdominal surgery at the time of the event. The stapler misfired and the surgeon removed the stapler, the reload staples, and the staple line reinforcement from the table. No harm was done to the patient (per the surgeon and surgical team).what was the original intended procedure?the endopath powered stapler was being used as part of the surgical procedure.device #1is this a laboratory device or laboratory test?no.